Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The skin over the device broke down resulting in extrusion of the device housing. No infection was reported. Surgery occurred on (B)(6) 2016 as planned and the device was repositioned. After the repositioning surgery the patient had minimal hearing perception with the device. The patient was re-implanted on (B)(6) 2016. It was noted prior to explantation of the device that the electrode array was almost completely expelled from the cochlea.

Manufacturer narrative:
Conclusion: according to received information, the patient underwent a revision surgery to re-position the implant housing, which extruded through the skin. One day later a possible damage to the active electrode was noted via in-situ measurements. Thus, the patient was re-implanted. During device investigation, damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Additionally, as per explant report form, the active electrode was found almost completely out of the cochlea at explantation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The skin over the device broke down resulting in extrusion of the device housing towards proximal section at electrode lead. No infection was reported. Surgery occurred on (B)(6) 2016 to re-position the device deeper in an implant bed. After the repositioning surgery, the patient had minimal hearing perception with the device. The patient was re-implanted on (B)(6) 2016. At surgery it was noted that the electrode array had almost completely migrated from the cochlea.